Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) samples were provided for evaluation. The samples were visually evaluated and functionally leak tested per specification with passing results. No leaks were observed. The sets were also visually evaluated for depressed piston and none were observed. Based on the results of the evaluation, the reported defect of leakage was not confirmed. If any additional pertinent information becomes available, a follow up will be submitted. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: secondary tubing was removed from the primary to exchange out. The rubber stopper in the caresite was depressed in, so the IV fluids from the primary line were dripping out onto the patient/pump/floor. Entire line needed to be changed out. No blood leaked out. It was clear IV fluids, and antibiotics in the secondary line. No injury reported.